Event description:
American nitrile manufacturer (k220825), brand ¿ opportunity flex, opportunity pro, and goodworks performance pro: this is a periodical follow up report related to previously submitted FDA medsun reports regarding american nitrile examination glove failures. Between (B)(6) 2026, there were 14 total reports of glove failures experienced across 9 facilities. The reports of glove failures included reports for opportunity pro, opportunity flex, and goodworks performance pro brands. An estimated at least 402 nitrile examination gloves failed in this time period. Types of issues/failures included: tears/rips, size too small, inconsistent glove thickness, missing parts of gloves, foreign substances (dirt/mold), gloves stuck together.